Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed customer complaint of cassette not attached properly error, confirmed through dso sensor test. . Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.